Event description:
1 suspected flu b false positive result for 1 patient. The patient was symptomatic. The customer communicated the result was confirmed by alternate testing method (method not provided).

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.